Manufacturer narrative:
The sample returned by the the foreign customer was verified via visual inspection to have the ac and saline tubings switched. The manufacturing evaluators documented this as the red spike on the saline line and the white spike on the ac line, which is the same misassembly. The health hazard associated with the switched ac and saline tubing is potential for excessive ac infusion. The probable cause of this defect is manufacturing error. Batch record review did not identify any issues during production.

Event description:
On 06/21/2007, a donor center in a foreign country noted during the prime process step, required prior to starting an apheresis procedure, that the anticoagulant tubing and saline tubing of the apheresis kit were misassembled. They did not report this until 07/04/2007 when a baxter engineer come to check the instrument. The engineer confirmed they had received the notification. The baxter engineer reported this event to fenwal qa, indicating it is the same misassembly described in the fca. This missassembly has the potential to result in excessive infusion of anticoagulant. There was no donor involvement associated with this report.